Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported via facility medwatch that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, a balloon detachment occurred. The target lesions were located in the peroneal and distal superficial femoral (sfa) arteries of the right leg. The physician predilated the lesion in the peroneal artery with a 2.0x20mm apex balloon with two inflations at 16atms for 30 seconds each and then attempted to place a 2.5x22 non-bsc stent, but was unable to cross the lesion. Next the physician advanced a 4x20x135 non bsc balloon to a lesion in the sfa and pressurized the balloon to 18atms twice for 20 and 22 seconds and then advanced a 2.5x22 non bsc stent to the lesion, but was unable to cross. A 5x20x135 non-bcs balloon was then used at 8atms for 30 seconds and then a 6.0x30x125 non-bsc stent was deployed. The physician then advanced the 5x20x135 non-bcs balloon to the lesion and inflated the balloon twice to 20atms for 20 seconds and then advanced the 2.5x22 non bsc stent to the lesion, but was unable to cross, the device was removed and a 6.0x30x135 non-bsc stent was successfully deployed. Next the physician advanced a 6x20x135 non-bsc balloon to the lesion and inflated the balloon three times; once to 8atms for 17 seconds , and twice to 20atms for 20 seconds. Then an attempt was made to place a 2.75x24mm veriflex stent, but was unable to cross the lesion. The physician then advanced a 2.25x20mm nc quantum apex balloon to the lesion and inflated it to 22atms for 50 seconds and followed it with a 2.5x20mm nc quantum apex balloon which was inflated to 24atms for 80 and 60 seconds. The physician then attempted to place a 2.75x32mm veriflex stent but was unable to cross the lesion, but then successfully deployed a 2.0x12 non-bsc stent. The physician then advanced a 2.75x20mm nc quantum apex balloon to the lesion and inflated the balloon to 20atms for 60 seconds, the guide wire was exchanged and then the balloon was inflated to 10atms for 20 seconds. Then during removal the physician encountered difficulty removing the device and the balloon material unwrapped from the catheter and lodged inside the vessel. The material was not retrieved. There were no symptoms of foot pain. Vascular surgery was consulted and reviewed films. No indication for surgery. Patient status is ok.